Manufacturer narrative:
The technician replaced the head brake caster assembly to resolve the issue.

Event description:
The technician alleged the head brake caster is not holding. No patient impact.